Event description:
It was reported that, this pacemaker exhibited far-field oversensing. Additionally, myopotentials were oversensed as well in both the right atrial and the right ventricular channel. The device inappropriately recorded many events due to noise oversensing. Technical services (ts) recommend valsalva maneuvers as part of complete and exhaustive troubleshooting. This pacemaker remains in service. No additional adverse patient effects were reported.